Event description:
The customer reports that when the nurse tried to advance the guidewire through the catheter, it worked at the beginning but then got stuck. When the nurse tried to withdraw the guidewire, it was stuck. When pulling the guidewire, the it was noted that it started to separate apart in two (spring and inner wire). The guidewire and catheter were removal. No patient injury reported. No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one video of the damaged spring wire guide (swg). Visual inspection of the video confirmed that the swg was unraveled. The video displayed a small generic single lumen catheter that matched the complaint description. However, the catheter was not a teleflex product. A complete visual inspection could not be performed as no sample was returned for analysis. It cannot be confirmed if the used catheter was compatible with the 0.025" diameter teleflex swg used. The catheter in the kit with this swg is an 18 ga catheter. The IFU provided with this kit warns the user , "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." A device history record review was performed and no relevant findings were identified. The complaint of an unraveled swg was confirmed by the customer video. However, the video also confirmed a non-teleflex catheter was used with the swg and there is no way to confirm they were compatible without the sample being returned. A device history record review was performed and no relevant findings were identified. Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the nurse tried to advance the guidewire through the catheter, it worked at the beginning but then got stuck. When the nurse tried to withdraw the guidewire, it was stuck. When pulling the guidewire, the it was noted that it started to separate apart in two (spring and inner wire). The guidewire and catheter were removal. No patient injury reported. No intervention reported.